Event description:
Ous MDR - it was reported that approx. 98 months after the implantation, battery depletion was observed. The battery voltage was 2.88 v on (B)(6) 2017 (regular follow-up).

Manufacturer narrative:
03/19/2018 - we received a partial analysis. The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 62 charge processes had been documented. The eos statue was reset with a technical programmer, after which the ICD showed the battery state mol2. The charge drawn from the battery was checked and proved to be as expected according to being in mol2 state. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, but it was aborted, which was due to the already seriously discharged battery. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. Especially the current uptake of the electronic module proved to be inconspicuous. The capability to provide therapy was rechecked with a connected external voltage source. A supplied fibrillation signal was detected as expected, followed by a charge process with subsequent shock delivery. The specified energy level was reached. The battery was then returned to the manufacturer for a destructive analysis. The analysis of the battery has not yet been concluded. After the battery analysis is finished, this report will be updated.

Manufacturer narrative:
6/1/18 - we received a partial analysis. The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 62 charge processes had been documented. The eos statue was reset with a technical programmer, after which the ICD showed the battery state mol2. The charge drawn from the battery was checked and proved to be as expected according to being in mol2 state. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, but it was aborted, which was due to the already seriously discharged battery. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. The capability to provide therapy was rechecked and did not show any anomalies. A supplied fibrillation signal was detected as expected, followed by a charge process with subsequent shock delivery. The specified energy level was reached, and the charge time was as expected. The current uptake of the electronic module was measured directly and proved to be unremarkable.the battery was then returned to the manufacturer for a destructive analysis. First, a microcalorimetric measurement of the battery was performed. It showed an increased heat tone. In a next step, the battery was opened, and the internal structure of the battery was examined. A damaged separator was found between a neighboring pair of electrodes. This damage enabled an increased battery-internal self-discharge, which has contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects in the course of the analysis.